Manufacturer narrative:
Erroneous data generated. A definitive root cause for the event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneous "no value" results for prostrate-specific antigen (psa) for nine patient samples assayed using the access hybritech psa reagent on an access 2 immunoassay system. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that quality control results were within established ranges prior to the "no value" results generated for the nine patient samples. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse performed a preventive maintenance on the analyzer. No hardware issues were observed. All verification testing met specifications. The customer repeated the psa assays for the nine patient samples after the fse performed the preventive maintenance. All nine patient samples yielded numerical results. A definitive root cause for this event has not been determined.